Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a post implant check, the left ventricular (lv) lead had elevated capture threshold measurements. The lead was turned programmed off for the time being and the patient will continue to be reassessed during device checks for symptoms and ejection fraction percentage changes. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.